Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2014. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected lower range. Beginning on (B)(6) 2015, pacing impedance dropped from a trend in the 304-475 ohm range down to 190 ohms. The rv pacing impedance consistently varied between in-range and out-of-range low.

Event description:
It was also reported that the amplitude of sensed r waves "changed by half."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.